Manufacturer narrative:
To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture sample, the catheter was observed used and transfixed. A device history record review was completed for provided material number 38831214 and lot number 3027578. There were no quality notifications or non-conformances during the production process that could have contributed to this reported incident; however, a corrective maintenance was performed which may have been related. Based on the maintenance order and the picture sample results, it is possible to confirm the reported issue of needle through catheter; however, if the catheter was transfixed before puncture, it would not have been possible to initially use it. It is possible this incident resulted from the product usage. When performing the 360° rotation, the catheter may have been pushed forward, becoming transfixed during the puncture process. It is also possible this incident resulted from product assembly. If a failure in the vision system occurs, a transfixed catheter may pass through inspections and become released. However, if the catheter was transfixed before puncture, it would not be usable. The corrective maintenance order was related to an adjustment in the camera system during manufacture. A corrective and preventive action plan has been initiated to further investigate this issue and prevent any reoccurrence.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd insyte 22ga x 1.0in needle went through the catheter. The following information was provided by the initial reporter translated from spanish to english: "yelco broken in canilization process" additional information provided translated from spanish to english: - is there patient involvement, please confirm us? If there is the implication since the patient was channeled and manifested pain for which they had to remove the catheter and rechannel, - has any harm been caused to the patient/healthcare professional (detail)? The damage was because the patient was exposed and there was a double puncture - has the reported incident been observed before, during, or after use on the patient? During use with the patient - when did the incident occur, before, after, or during the procedure? During the procedure.